Event description:
The connecting tube was attached to a catheter for treatment of a pnemothorax of the left lung in 2006. The pt only had 1/3 of the right lung present. Some time in the evening after placement of the tube, the stopcock separated from the tube. The tubing was then clamped and subsequently replaced. The pt suffered no adverse effect from this event.